Event description:
Procedure type: myomectomy. According to the reporter, the product was used as adhesion prophylaxis after the myomas and endometriosis focus on the peritoneum and intestine were treated. Some days after surgery there was a laparoscopy in order to see what is causing pain. It was seen that in the areas where the spray shield was used there was an inflammation reaction. Coliform bacteria was found as the cause. The patient developed a life threatening peritonitis and had to be treated at intensive care as well several operations had to be done. The patient is well and at home now. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).